Event description:
The customer reported, "haze" coming from the unit. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) repaired the unit.

Manufacturer narrative:
The fse reported that the customer stated they saw "smoke" coming from the unit. The fse replaced the oil mist filter, ran an empty cycle, no mist.